Event description:
Healthcare professional reported a patient was injected with 3 ml of juvéderm® volbella¿ xc in right and left infraorbital. Twenty days later, patient was admitted to the hospital for "bilateral yellow pus for more than 5 years," deemed not device related, and examination noted the mucous membrane of the nasal cavity was reddish. There was no secretion backlog in the bilateral total nasal passage, bilateral inferior turbinate hypertrophy, bilateral nasal exposure was not satisfied, and the nasal septum was right. Flat scan of sinus CT noted thickening of the mucosa of the right frontal sinus, bilateral sieve sinuses, maxillary sinuses, and sphenoid sinuses, with low-density lesions can be seen but sinus bone structure intact, and no bone destruction is seen. Bony bulge can be seen in the left frontal sinus cavity, clear boundary, about 0.8 cmx0 in size .6 cm (left and right x front and back) nasal passage morphology is normal, the septum is curved to the left, and the right lower turbinate is hypertrophied. Bilateral maxillary sinus opening drainage is not smooth. The following day, sinusitis surgery performed. After the operation, the patient was given oxygen, anti-infection, nasal irrigation, nasal hormone spray, peppermint oil, antiallergic drugs, 1 capsule orally/time, 2 times a day; wenshi 2 sprays/nostrils, 1 time/day, nasal irrigation 2 times/day with peppermint oil drops nasal drop/time, loratadine tablets 1 tablet/day, montelust sodium 1 tablet/night. The event resolved 4 days later and patient was discharged five days after admitting.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The event of infection, deemed not device related is considered an unexpected adverse drug experience.